Event description:
It was reported that this system with a pacemaker and right ventricular (rv) lead was going to be subject of a magnetic resonance imaging (MRI). Crosstalk being counted as ventricular tachycardia (vt) due to over sensing at the rv channel was observed on presenting. Also, high capture thresholds, reaching loss of capture (loc) values and within normal limits impedances. The pacemaker was already programmed for atrial pacing and sensing only due to rv thresholds behavior. The patient was hospitalized and the MRI procedure was successfully completed. The pacemaker and the rv lead remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.